Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on a unknown date. A specific date or reason for hospitalization were not provided, however, it was reported that the patient had an infection and was treated with heparin and antibiotics via intraperitoneal (ip) administration. The pd registered nurse (pdrn) called after receiving multiple patient line is blocked alarms during drain 1 of 4. The message reoccurred after being advised to change position. The pdrn indicated that the effluent had fibrin and appeared cloudy. It was reported that an alternate treatment would be used. Upon follow up with (B)(6) hospital it was confirmed that a pd patient was being treated on (B)(6) 2019, however, specifics on the patient¿s demographics, treatment, diagnosis, or purpose of hospitalization were not provided. Multiple attempts were made to acquire additional information, however, to date a response has not been received. The date of event will be captured as (B)(6) 2019 since the date of hospitalization is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019, fresenius became aware a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy was hospitalized (specifics not provided). A peritoneal dialysis registered nurse (pdrn) called fresenius technical support for assistance with a ¿patient line is blocked¿ alarm. During the call, the pdrn reported the patient is experiencing an infection (specifics not provided) and received a single dose of intraperitoneal (ip) heparin (dose not provided), and an antibiotic (drug and dose not provided) during a manual exchange earlier in the day. Subsequent attempts to obtain additional information have thus far proven unsuccessful. Based on the information available, there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the adverse event(s) or hospitalization.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on a unknown date. A specific date or reason for hospitalization were not provided, however, it was reported that the patient had an infection and was treated with hepearin and antbiotics via intraperitoneal (ip) administration. The pd registered nurse (pdrn) called after receiving multiple patient line is blocked alarms during drain 1 of 4. The message reoccurred after being advised to change position. The pdrn indicated that the effluent had fibrin and appeared cloudy. It was reported that an alternate treatment would be used. Upon follow up with mercy fitzgerald hospital it was confirmed that a pd patient was being treated on (B)(6) 2019, however, specifics on the patient¿s demographics, treatment, diagnosis, or purpose of hospitalization were not provided. Multiple attempts were made to acquire additional information, however, to date a response has not been received. The date of event will be captured as (B)(6) 2019 since the date of hospitalization is unknown.